Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was diagnosed with adjustment disorder with anxiety as result of several therapy shocks. Oral medication was prescribed to treat the disorder. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.